Event description:
It was further reported that the backup controller was used to attempt to restart the ventricular assist device (vad) without success.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-jul-2023 / serial #: (B)(6), UDI #: (B)(4) d9: no, h3: no, h4: mfg date: 06-jul-2022, h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a ventricular assist device (vad) patient fell at home and was brought to the emergency room. It was further reported that as the patient was being transferred from the stretcher to the bed, the vad stopped. The vad was unable to restart despite several attempts to exchange the controller. A review of log file data revealed a motor start event with parameters outside of the typical range, and a controller power up and loss of power. The patient subsequently passed away.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: 6947m62 lead, implanted (B)(6) 2016. 407652 lead, implanted (B)(6) 2020. Ddmb1d4 ICD, implanted (B)(6) 2020. Additional products: d1: heartware ventricular assist system ¿controller 2.0, d4: model #: 1420, catalog #: 1420, expiration date: 28-feb-2021, serial#: (B)(6), UDI #: (B)(4), d9: no. H3: no. H4: mfg date: 06-feb-2020. H5: no. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the pump (B)(6) was not returned for evaluation. Two (2) controllers (B)(6) and two (2) ba tteries (B)(6) were returned for evaluation. No performance allegations were made against the batteries. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of (B)(6) revealed the device passed functional testing. Visual inspection of (B)(6) revealed contamination within power ports 1 and 2. This is an additional finding not related to the reported event. The most likely root cause of the observed contamination event involving (B)(6) can be attributed to handling of the device. Failure analysis of (B)(6) revealed the device passed visual inspection and functional testing. Internal inspection of both devices did not reveal any anomalies. Log file analysis revealed that (B)(6) was the patient's primary controller in use during the reported event. Log file analysis associated with (B)(6) revealed a controller power-up event with an associated motor start event logged on 25/mar/2024 at 21:06:14 and a controller power-up event with an unsuccessful motor start event on 18/apr/2024 at 01:49:58. The data point in the controller's internal logs prior to the first loss of power revealed that (B)(6) was connected to power port one (1) with 24% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 64% rsoc. The data point in the controller's internal logs recorded after the loss of power revealed that (B)(6) was connected to power port one (1) and no power source was connected to power port two (2). The data point in the controller's internal logs prior to the second loss of power revealed that (B)(6) was connected to power port one (1) with 98% rsoc and (B)(6) was connected to power port two (2) with 71% rsoc. The data point in the controller's internal logs after the loss of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were observed leading to the losses of power. The controller was without power for 14 seconds and 17 seconds, respectively. After the second loss of power, two (2) vad stopped alarms were logged at 01:50:39 and at 01:55:09, indicating a failure of the pump to restart after multiple attempts. This was then followed by three (3) vad disconnect alarms indicating a physical disconnection of the driveline from the controller and several additional controller power-up events, likely due to troubleshooting of the controller during an attempted controller exchange. In addition, log file analysis revealed motor start events recorded on 22/feb/2023 at 09:51:14, on 16/jul/2023 at 22:27:55, on 05/sep/2023 at 11:15:53, and on 25/mar/2024 at 21:06:22 in which the motor start parameters were atypical. Log file analysis revealed that (B)(6) was the backup controller. Log file analysis associated with (B)(6) revealed a controller-power up event on 18/apr/2024 at 02:47:10 and subsequent vad disconnect alarm logged at 02:47:17 indicating the controller powered on without the driveline connected, likely during troubleshooting during the reported attempted controller exchange. The vad disconnect alarm cleared at 02:48:28, indicating the driveline was connected to the controller. This was followed by a vad stopped alarm logged at 02:49:12 indicating a failure of the pump to restart after multiple attempts. A power disconnect alarm was then logged at 02:53:59 involving a battery, during an attempted pump start event. During the power disconnect alarm, a saw value was recorded indicating an overcurrent alert. The log files recorded the pump's power consumption was significantly above normal operating range during the attempted pump start, which required more current from the batteries. As a result, the reported event was confirmed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources, to an intermittent disconnection on both power sources, troubleshooting of the controller and/or the attempted controller exchange. CAPA pr00551638 is investigating controller losses of power. Based on the available information, the most likely root cause of the observed power disconnect alarm can be attributed to, but not limited, to the increased power consumption required by the attempted pump start event, drawing more cur rent from the battery, and preventing the battery from providing power to the controller. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. The most likely root cause of the vad stopped alarms and observed high power event can be attributed to a failure of the pump to restart after multiple attempts. (B)(6) is in scope of fca cvg-21-q3-21 [subgroup 3]. CAPA pr00532915 is investigating pump failures to restart. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the failure to restart event may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Additional products: (B)(6) d9: yes, return date: 14-may-2024 h3: yes (B)(6) d9: yes, return date: 14-may-2024 h3: yes, investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.